Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic hand surgery the device produced metal debris. The fragments were retrieved out of the joint. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-7300sr sabre, batch 15178338, was received for investigation. Visual evaluation noted that both the inner and outer tubes displayed surface damage, including chipping, nicks, and grind marks. Most likely cause for the reported failure is attributed to user error due to side-loading the device during use, resulting in: abrasion/wear of metallic components against another surface (e.g., rotating tool contacting a hard edge, cannula, or bone). Fretting or galling at metal-to-metal interfaces (e.g., coupling, shaft, or bearing surfaces). Partial fracture or chipping of the cutting/working end under load.